Event description:
It was reported that; the locking screw snapped below the locking cover while customer was tightening locking screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were not reviewed because no parts or lot were provided. Conclusion: the most likely cause of the reported event was excessive torsional force applied to the locking screw during insertion as reported by the stryker rep.

Event description:
It was reported that; the locking screw snapped below the locking cover while customer was tightening locking screw.